Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvad was not returned for analysis. The heartmate 3 lvas IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that upon arrival to the hospital the patient underwent placement of axillary intra-aortic balloon pump as bridge to possible durable left ventricular assist device (lvad) or possible orthotopic heart transplantation. Over the next few days the patient continued to decompensate and required veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient appeared to stabilize and was able to be transitioned to durable lvad along with temporary right ventricular assist device (rvad)/oxygenator configuration on (B)(6) 2019. Post-op course was complicated by chest wall bleeding requiring the patient to be taken back to the operating room but the patient's chest was able to be successfully closed. Bleeding stabilized and the patient was restarted on systemic anticoagulation for lvad/rvad. The course was further complicated by encephalopathy and delirium during which the patient self extubated and required re-intubation for recurrent mucous plugging. Due to the ongoing vent dependence as well as issues related to inability to tolerate enteral nutrition, the patient underwent tracheostomy and jejunostomy tube placement as well as bronchoscopy for airway obstruction due to bloody endotracheal tube secretions with the hope to allow increased comfort and reduced delirium to allow for safe weaning of the temporary rvad circuit. Following the tracheostomy/jejunostomy tube/bronchoscopy the patient remained unresponsive despite withdrawal of all sedation and pupillary exam revealed fixed and dilated pupils. A stroke code was activated with neurocritical care service and emergent head computed tomography (CT) revealed catastrophic intracranial hemorrhage with a large hematoma within the cerebellum causing obstructive hydrocephalus with compression of the brain stem, along with transtentorial and cerebellar tonsillar herniation. Neurosurgery was consulted but surgical intervention was deemed futile and the injury was not survivable due to severity of radiographic findings that was consistent with a poor neurologic exam. The patient reportedly expired due to intracranial hemorrhage, cardiogenic shock, and multi system organ failure. No further information was provided.